Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown amount of time post vena cava filter deployment during a scheduled retrieval procedure, the filter was allegedly discovered to be tilted and was difficult to retrieve. After multiple attempts, the filter was captured and retrieved successfully. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the reported retrieval difficulties due to a tilted filter. Per the reported event details, the filter was lodged against the wall of the vena cava. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt are known complications of vena cava filters; remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details; filter malposition; filter tilt. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.